Manufacturer narrative:
(B)(4). Initial report sent 09/26/2015 follow-up report sent: 1/5/2016 it was reported that the patient failed to swallow the capsule two times. Patient did not choke or aspirate capsule, as originally reported. There was no harm to the patient.

Manufacturer narrative:
Covidien reference #: (B)(4).

Event description:
Customer reported (B)(6) study video showing patient aspirate capsule twice during the study. No patient harm was reported. No further information was provided.